Manufacturer narrative:
The device remains in patient and is not availabe for investigation. A DHR review has not been conducted or confirmed that device(s) met specification prior to shipping. This report will be updated should this information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or unapplicable at this time:

Event description:
Our distribution partner surgalign reported "l4 disc space upon cage placement noted significant spinal fluid leak. Wider laminectomy on right performed, epidural vessels cauterized, one stitch across 1cm leak site with muscular patch over area. Gelfoam and tisseel fibrin over area. Deep drain to gravity placed. Keep drain in place x 10 days."

Event description:
Our distribution partner surgalign reported "l4 disc space upon cage placement noted significant spinal fluid leak. Wider laminectomy on right performed, epidural vessels cauterized, one stitch across 1cm leak site with muscular patch over area. Gelfoam and tisseel fibrin over area. Deep drain to gravity placed. Keep drain in place x 10 days."

Manufacturer narrative:
The device remains in patient and is not available for investigation. A DHR review has not been conducted or confirmed that device(s) met specification prior to shipping. This report will be updated should this information become available at a later date.